Event description:
A malfunction alarm, identified as malf 16, was reported, and there was no adverse impact on the customer's blood glucose level. The pump, which was still under warranty, could not be reset, so technical support arranged for a replacement to be sent. The customer planned to use a backup insulin pump and agreed to return the malfunctioning pump to tandem using a pre-paid label within ten days.